Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient symptoms resolved without sequel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated the whole this week 'the device felt like its burning inside'. Decreasing the amplitude did not eliminate the uncomfortable stimulation. The patient reported intermittent pain in the right buttock. Per phone call with patient, burning and pain was the same sensation. The patient stated her stimulation was already 'on the lowest'. The patient stated she has an appointment with hcp (B)(6) 2019. There were no further complications reported.